Event description:
The MFR's rep reported the patient was admitted to the hospital with signs of withdrawal including nausea, vomitting, and an increase in pain. The hcp performed a study which revealed a "possible motor stall". No low battery alarm was audible. The patient's pump was subsequently explanted and replaced, after 55 months implant duration. The patient outcome is not known at this time. The drug contained in the patient's pump was morphine (25.0 mg/ml) delivered at 16.001mg/day. Additional information has been requested, but was not available at the time of this report.